Event description:
It was reported that: while ventilating a patient, the user choose to perform a suctioning procedure. The user performed the procedure and upon completion, reconnected the patient to the ventilator. The user noted that the ventilator was not providing flow or ventilating the patient. The patient was transferred to another ventilator. No patient injury.